Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm, however the reservoir was still half full. The customer's blood glucose level was 451 mg/dl. The customer performed a fixed prime and insulin exited. The customer was advised that the site may have been occluded. The customer was advised to change the entire set. Nothing was replaced or returned for analysis.